Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) lot 297 result on 3 different samples from the same patient. The samples were tested with an alternate method and resulted negative. It is unknown whether the initial reactive results were reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating. Note: this MDR is submitted for the discordant result from (B)(6) 2025. Separate mdrs are being submitted for the results from (B)(6) 2025 and (B)(6) 2025.

Event description:
The customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) lot 297 result on 3 different samples from the same patient. The samples were tested with an alternate method and resulted negative. It is unknown whether the initial reactive results were reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens filed MDR 1219913-2025-00204 initial report on 07-nov-2025. Correction: MDR 1219913-2025-00204 filed on 07-nov-2025 was submitted for the result on 09-may-2025, but section d4 incorrectly listed lot 297 information. Additionally, section b5 in the MDR 1219913-2025-00204 filed on 07-nov-2025 incorrectly indicated that all results were obtained with atellica im toxoplasma igg (toxo g) lot 297. However, results from 01-aug-2025 and 22-sep-2025 were obtained using lot 297 and the result from 09-may-2025 was obtained using lot 296. Sections b5, b6, d4 and h4 have been updated in this supplemental report to document the correct lot 296 information. Additional information: siemens completed the investigation for reactive (positive) atellica im toxoplasma igg (toxo g) results on different samples from the same patient. The samples were tested with an alternate method and resulted negative. Reagent issues were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no issues were reported with other patient samples. Siemens retrieved and reviewed field peer patient data on 17-oct-2025 for toxo g lots 292, 295, 296, 297 and 298 (n=395,632). Complaint lots 296 and 297 qualitatively recovered similar to other lots. Based on the information, the calculated % specificity for lot 297 and lot 296 is 99.84%. Per the atellica im toxo g instructions for use (IFU) 10995430_en rev. 03, 2022-05, the total initial relative specificity from 3 studies was 98.6%. Return of the patient sample for further investigation is not possible as there is no sample volume available. Based on the available information, the cause of the discordant results appears to be patient specific, and the reported issue is resolved by routine troubleshooting/retesting. The customer is operational, and a product issue was not identified. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. Note: this MDR 1219913-2025-00204 supplemental 1 report is submitted for the discordant result from 09-may-2025, lot 296. Reference MDR 1219913-2025-00203 supplemental 1 report for the discordant result from 01-aug-2025, lot 297. Reference MDR 1219913-2025-00202 supplemental 1 report for the discordant result from 22-sep-2025, lot 297.

Event description:
The customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) result on 3 different samples from the same patient. The samples were tested with an alternate method and resulted negative. It is unknown whether the initial reactive results were reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.